Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, the polarstem modular head for 21000662 tip was broken. As this was noticed upon cleaning and sterilization activities, there was not patient involvement.

Manufacturer narrative:
H3, h6: it was reported that, the polarstem modular head for 21000662 tip was broken. As this was noticed upon cleaning and sterilization activities, there was not patient involvement. The device used in treatment was returned for investigation. The reported failure mode could be confirmed upon visual inspection. The device is observed to be chipped. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. A review of the complaint history revealed three additional complaints for the batch in question. However the devices were manufactured in 2014. Due to the age and the intended use of this device, there is no indication for a manufacturing related issue upon release for distribution. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Review of past corrective actions was performed. No further escalation is required. Based on the performed investigations, the reported fracture could be confirmed. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Normal wear and tear through repeated impaction as well as miss-use of the device are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. It is unknown for how many cycles this instrument has been used. Therefore, the root cause stays undetermined after investigation. Nonetheless, in combination with our continuous effort to improve our products, further investigations started to evaluate the root cause of this failure. The returned device will be discarded. Internal complaint reference: (B)(4).